Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection the energy output seemed lower than expected and the tissue was not sealed. End tones, indicating a complete seal cycle, were provided by the generator in use. The surgeon opened another device of the same type for the case. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/01/2016. Date of follow-up report : 06/21/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.